Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that bleeding occurred. The wearable was inserted into the arm on (B)(6) 2026. On 05/12/2026, it was reported that the patient experienced bruising. The patient was using a tandem t: slim x2 pump at the time of the event. On 05/11/2026, the patient reported bruising. She called back on 05/21/2026 and mentioned that on (B)(6) 2026, she visited the urgent care for bruising evaluation. The condition was assessed visually with no diagnostic testing performed. She was prescribed oral antibiotic, cephalexin 500 mg to be taken three times daily, and an anti-inflammatory medication, naproxen 500 mg to be taken every 6¿8 hours or as needed. The patient stated that the bruising has since started to fade and that she was doing well. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.